Manufacturer narrative:
Aro report. A ge rep evaluated and repaired the system. No further info on repairs available.

Event description:
Customer reported internal quality control problems with beam size. No pt injury was reported.